Event description:
Customer called to report that the insulin pump is squirting out insulin during manual prime. Customer stated that the insulin pump did not alarm. Customer stated that during priming support cap was pushed back. Customer's blood glucose reading was 140 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with a detached end cap. Unable to performed prime/a33 test due to detached end cap. No audio beep anomaly or display anomaly noted during our testing. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.